Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 438 mg/dl at the time of incident. Troubleshooting found a motor position encoder error in the pump history. Customer was able to rewind the pump but was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No motor error alarms were noted during the bolus/basal delivery. No motor position encoder error alarm was noted in the alarm history screen. The motor was tested outside of the device and it passed. All operating currents were within specification. The pump was received without a belt clip therefore unable to confirm the damage. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.